Event description:
It was reported that error "321: sensor deviation error" occurred during surgery. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error "321: sensor deviation error" occur" could be confirmed. The most probable root cause is a defect of the flow sensor due to wear. Additional determination: a contamination of the high-pressure regulator and the regulator unit which led the control valve to be leaky was found. This defect is independent from the reported issue. The IFU is stating this "failure of products" clearly in section 3.9, page 12. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).